Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the homechoice cassette heater line and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection of the homechoice cassette heater line from the heater bag that led to this alarm. Renal therapy services (rts) assisted the patient to clear the alarm. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.